Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure nim 3.0 mainframe was not working and cable does not synchronize with machine main motor. The procedure was completed with the another nim monitor. There was no patient impact.

Manufacturer narrative:
H3: product analysis for mainframe observed no fault found. H6: codes b01, c19 and d20 has been updated for mainframe. The previously updated codes b17, c20 and d16 were no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) . H3: product analysis for patient interface confirmed the customers reported issue, channel 2 and 3 do not get recognized on the nim console. The decal is completely missing. The clamps are loose. H6: codes b01, c0208, c0601, c07 and d1102 has been updated for patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.